Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the unit had passed all testing showing the unit functioned as expected. The returned equipment did not identify anything that would have caused or contributed to the reported event of a patient experienced a 4th degree perfect round burn about 5mm in the lower abdomen. It was reported that a patient experienced a perfect round burn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the monopolar 1 receptacle was loose. The most likely cause could not be established from the information available. Another unreported condition was identified: the display was worn. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, a patient experienced a 4th degree perfect round burn about 5mm in the lower abdomen, which was discovered after final closure, when the drapes were removed. The surgeon excised the burn tissue.